Manufacturer narrative:
Received 6pc 454238/a20043d6 for evaluation. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. Samples were tested with regards to level mark and draw volume. Tubes were verified to have the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No deviation in draw volume, low or high fill, could be observed in the tested samples. All tubes were within tolerance range. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). The date of the event could not be obtained from the customer. Returned samples of the product have not yet been evaluated. As soon as the investigation is completed, we will file a supplemental report.

Event description:
Customer states they are having issues with underfilling tubes. The reports are coming from experienced lab people. Issues occurs with straight needle, butterfly, and syringe with transfer device. No discard tube is used for a butterfly draw.